Event description:
The injection amount of 95ml was given without reaction from the patient. There was no significant swelling near the injection site or anywhere else. After the patient had left, the technician realized that there was no enhancement in the study. This was then confirmed by the doctor. Follow-up calls revealed no problems with the patient. It is believed that the patient did not react to the extravasation due to her severe arthiritis.